Event description:
The technician alleged the head of the bed is lowering on its own. No patient impact.

Manufacturer narrative:
The technician found the side rail head down membrane switch is shorted out. The technician replaced the side rail head down membrane switch to resolve the issue.